Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported reservoir leaks around the o-rings. Customer stated that while filling the reservoir he noticed air bubbles by the o-rings. Customer stated that he has experienced this with reservoirs of different lot numbers. The blood glucose reading was 500 mg/dl. Nothing further was reported.